Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. A customer returned sample analysis was completed. There is no data to confirm manufacturing deviation. If additional information is received an additional follow up MDR will be submitted.

Event description:
On (B)(6) 2024 the customer reported yellow jet routine iii taped cassette w/lid, p/n 38440203, lot 929137222 did not properly close causing the cassette to open in the processor. Gi biopsy tissue was lost in the rapid tissue processor (rtp). There was other cassettes with additional tissue. Re-biopsy was not required for diagnosis.